Manufacturer narrative:
Updated clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 45-year-old male patient presenting in cardiomyopathy, and in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a hematoma at the insertion site. The field representative responded that the hematoma was pressed out and the site no longer has any signs of a hematoma. A computed tomography (CT) scan was ordered to assess the site to confirm if there were any problems with the anastomosis. The impella functioned at p-8 at 4.7l/min without issues. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements and patient related factors.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 45-year-old male patient presenting in cardiomyopathy, and in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a hematoma at the insertion site. A computed tomography (CT) scan was ordered to assess the site, but the results are unknown. It is unknown if the hematoma required treatment. The impella functioned at p-8 at 4.7l/min without issues. The post-procedure outcome is unknown. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hematoma (access site adverse event) could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction: section d1 brand name was corrected accordingly.